Manufacturer narrative:
The probe sample has not been returned for evaluation, including root cause analysis, to date.

Event description:
The doctor reported the tip of the 25 gauge probe twisted and a piece came off in the patient's eye. He was able to retrieve it with no further impact to the patient that he was aware of. He will see the patient again in a few days. He had to remove the sleeve in order to get the probe out of the eye. He said he would return the sample once the hospital completed its investigation. Additional information received from the surgeon on 12/21/2006 stated that an additional sclerotomy was required. Outcome was reported as good.